Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose history. There were no carbohydrate count or insulin dosages provided. At 9:08 pm the pod was deactivated and the cannula looked slightly bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.